Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with juvéderm® volift¿ with lidocaine to the midface. Patient experienced a herpes infection (deemed not device related) and developed generalized swelling, redness and inflammation of the face. Approximately 1.5 years later, juvéderm voluma® was applied to an unspecified region. A granuloma developed just before the symptoms of the common cold. Biopsy of the granuloma was not provided. Patient has been taking cortisone for weeks. A slight improvement is visible, but the granuloma is still present. A biofilm infection was also reported to have developed. Patient has scheduled an appointment with a specialist. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00600 (allergan complaint#: (B)(4)). This MDR captures the juvéderm® volift¿ with lidocaine injection.